Event description:
It was reported that a cartridge alarm 1 occurred during load sequence. Additionally, it was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range and occlusion alarms occurred. Customer changed cartridge to address the issues, and resumed insulin delivery. Customer's blood glucose was approximately 200-300 mg/dl

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.